Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and was admitted to emergency room for high blood glucose levels on (B)(6) 2018 due to possible under delivery of insulin. The customer reported that they were having issues with infusion set. It was reported that the customer had high blood glucose levels of 20 mmol/l. The customer had current blood glucose levels of 11 mmol/l. It was reported that the customer¿s blood glucose level at the time of admission was 14 mmol/l. It was reported that the customer was not getting any insulin and was having high blood glucose levels. The customer reported that they visited the emergency room. The customer reported that the customer was just monitored. Troubleshooting was not completed related to the high blood glucose levels during the call. The customer reported blood at the site. The customer reported that she removed the infusion set and insulin pump did not receive insulin flow block alarm. Insulin pump will not be returned for analysis.